Manufacturer narrative:
The reporter claimed that the device produced a false positive result which was confirmed by additional tests taken, such as a lucira and a pcr test, which had resulted in negative results. There was no harm to the patient as a result of the false positive outside of seeking additional testing. The IFU for the metrix covid-19 test informs the user in the case of a false positive result: "positive results indicate the presence of viral rna, but clinical correlation with past medical history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Individuals who test positive with the metrix covid-19 test should self-isolate and seek follow-up care with their physician or healthcare provider as additional testing may be necessary". The device was not returned to the manufacturer for investigation. The root cause for a false positive result cannot be determined after the device has been used to run a test. As part of the investigation, the potential root causes were reviewed to ensure they were captured in the risk assessment and the risk was found to be acceptable. This is the first report of a false positive result. Reports of false positives will continue to be monitored, and there are no other recommended actions at this point.

Event description:
The mother of the user reported that on (B)(6) 2024, her son had taken a test which yielded a positive test result. However, the son took a multiple antigen and a lucira which were all negative. When they took the metrix test again, it again showed a positive result. The son also had a lab pcr completed at a hospital which resulted negative. On (B)(6) 2024, the mother then tested her son again, once more with the lucira and again with the metrix. Both then yielded negative results. The mother claims she strongly believes the results were false positives. Aptitude medical was made aware of this event on 07/28/2024.